Manufacturer narrative:
It was also reported that upon removing the trial liner it was noted to be cracked and the trial liner screw disengaged from the liner. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that upon removing the trial liner, it was noted to be cracked and the trial liner screw disengaged from the liner.